Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her husband was hospitalized on (B)(6) 2020 due to diabetes ketoacidosis and high blood glucose of 500 mg/dl. The customer was treated with the intravenous insulin. It was stated that the insulin pump had insulin flow blocked alarm and issue was resolved by infusion set change. It was stated that the auto mode was not active at the time of incident. The self test and displacement test were performed and both passed. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.